Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a device manufacturer representative indicated that the cause of inability to aspirate was unknown. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via representative. It was reported that during dye study, the hcp was able to get some fluid back upon aspiration but was not convinced it was cerebrospinal fluid (csf). There was no enough information to suggest if it was a patent catheter. The hcp later decided to replace it. No further complication was reported.

Manufacturer narrative:
Concomitant medical product: product ID 8590-1 lot# n424696 implanted: (B)(6) 2014 product type accessory product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type catheter h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that due to the catheter issue and not getting medication she was sick.

Manufacturer narrative:
Concomitant medical products:: product ID: 8590-1, lot# n424696, implanted: (B)(6) 2014, product type: accessory; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018; product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hy dromorphone(40 mg/ml, 5 mg/day), bupivacaine(15 mg/ml, 1.875 mg/day) and morphine(40 mg/ml, 5 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and other chronic/intract pain(trunk/limbs). It was reported that the patient had experienced no pain relief and not reaching efficacy and therefore on (B)(6) 2018, a dye study was performed. They were not "getting flow" so the entire system was replaced on the day of the report. The event date was unknown. No further complication was reported.